Event description:
Strikethrough reported on the surgeon's wrists when the gown was removed. (B)(6). Surgeon cleaned hands and arms immediately, and apparently was tested and cleared.

Manufacturer narrative:
No lot number was provided, therefore, the device history record could not be reviewed. The customer did not respond to requests for information about the incident. The sample was rec'd and evaluated. The outside of the gown showed blood/fluid spots at the chest area. In the inside, only showthrough not strikethrough was found. The left sleeve had heavy blood/fluid challenge from the elbow to the wrist area, as well as the cuff being completely saturated with blood/fluid. Showthrough (not strikethrough), was observed on the inside of the sleeve. The sleeve seal was intact. The inside of the gown sleeve was tested with an alcohol pad to confirm strikethrough, and the test result was negative. Based on the review of the sample, it appeared that the blood challenge did not penetrate through the actual gown sleeve material, but was due to the cuff being completely saturated with blood/fluid, and the blood/fluid wicking up at the cuff line to the inside of the sleeve. This issue could be caused by the glove sliding down and/or channeling of fluid. We will continue to monitor for complaints of this nature.